Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that it was not working. They saw a message that said the data was lost and then it came up as device not responding for whatever reason. It was working fine until 2-3 nights ago when they started seeing this message. Patient confirmed they can feel the implant under the skin and feel confident they are placing the communicators right up against it however they continue to encounter device not responding. Patient did not know the cause of the lost data message and it could not be recreated during the call. Patient services asked if patient had any recent medical tests or procedures and patient stated they had a colonoscopy but they knew about the implant. Recommended patient follow up with managing healthcare provider (hcp) for device check.